Event description:
It was reported that the rv lead was explanted due to inappropriate shocks and high impedance. It was noted that the patient alert was generated for high lead impedance values. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. It was reported that the rv lead was explanted due to inappropriate shocks and high impedance. It was noted that the patient alert was generated for high lead impedance values. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high shock, inappropriate.